Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. Should additional information become available, a follow-up report will be submitted. Baxter has received similar reports for the reported condition. The root cause investigation is in progress.

Manufacturer narrative:
(B)(4). A batch review was conducted on potentially associated lots (h11a16480, h10l05011) and no issues were found related to the reported condition during the manufacture of those lots. Based on the information obtained during baxter's investigation, this incident was determined to be related to use error - poor aseptic technique. The label review found the labeling adequate for the use error(s) identified in this complaint.

Event description:
This is a spontaneous nurse report from the USA of patient made mistake/ touch contamination and peritonitis with (B)(6) in a (B)(6) male patient coincident with dianeal pd4 ambuflex and dianeal pd4 ultrabag therapies. On an unreported date, the patient began treatment with dianeal pd4 ambuflex and dianeal pd4 ultrabag (dosages, frequencies and lot numbers not reported) intraperitoneally (ip) for peritoneal dialysis (pd). During a call with baxter customer services, the nurse stated that on an unreported date, the patient made mistake/touch contamination. On (B)(6) 2011, the patient experienced peritonitis as manifested by severe abdominal pain and cloudy effluent. The patient was hospitalized for the peritonitis that same day. The cause of the peritonitis was patient made mistake / touch contamination. The peritonitis was reportedly related to "touch contamination through lab or sampling error". Treatment included ip vancomycin and an unspecified ip antibiotic. It was not reported whether dianeal therapy was ongoing. On (B)(6) 2011, the patient was discharged from the hospital and was recovering. The outcome for the event of patient made mistake/touch contamination was not reported. The nurse stated that the event of peritonitis with (B)(6) was unrelated to dianeal therapy and that there were no concerns regarding any baxter products. An opinion of causality was not reported for the event of patient made mistake/touch contamination.